Manufacturer narrative:
The pump was received with a broken reservoir tube lip, a cracked case at the display window corner, a cracked case at the reservoir tube window corners and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose was 10 mmol/l at the time of incident. The customer stated that the insulin had a damage where the compartment of where the reservoir goes the thread has snapped of completely. The customer stated that the top compartment has completely disintegrated and will not hold in the reservoir. The customer stated that there was no screen damage nor scratches on the lcd screen. The customer was also advised to disconnect from the insulin pump. The insulin pump will be replaced and will be returned for analysis.